Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: kinks were evident on the hypotube. The stent was not positioned on the balloon between the marker bands as per specifications. The stent had moved proximally on the balloon. Deformation was evident to the 18th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used to treat a moderately calcified, severely tortuous lesion. The device was inspected with no issues noted. Negative prep was performed without issue. The device was not kinked and re straightened. It was reported that while loading the stent on the wire into a 5.5 guide liner the reslolute onyx device wouldn¿t go into the guide liner and on removal of the onyx device from the body, it was noticed that the stent had moved back off of the balloon. It is also indicated that a device detachment occurred during advancement through the guide catheter. The patient is alive with no injury.